Event description:
It was reported by a physician's site that the pt had a chest site infection and would need a removal of his vns. Furthermore, the device apparently did not help the pt. Further information indicated that the pt had been seen on (B)(6) 2010 and there was no infection. The pt was then brought to the ER on (B)(6) 2011 and had abscessed cellulitis above the vns in the left chest. The pt had been sent from an outlying hospital because of this infection. Attempts for further information have been unsuccessful to date.